Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported by the contact that the customer received a temperature alarm. The customer cleared the alarm and insulin delivery was resumed. The customer's blood glucose level was not impacted.